Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronic assembly. The insulin pump was unable to test for display anomaly, unexpected restart or unexpected back light due to blank display. The insulin pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to blank display. The insulin pump had moisture damage on motor, minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer called to report that the insulin pump has a blank display. Customer's blood glucose reading was 400 mg/dl. Customer treated high blood glucose with manual injection. Troubleshooting was done for blank display. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.